Manufacturer narrative:
One i3 unit model cm1100 with main unit and one i3 accessory set was returned. Visual inspection of returned material revealed no discrepancies or discernible damage no damage to pcb board or right-angle cable. Unit generated no software warnings or errors. Patient data back-up performed without errors using returned gsm modem. Unit power on successfully with golden power supply, power cord and original right- angle cable due to the original power supply and cord were missing. No smoke smell when powered on. Patient data backup was performed successfully with returned gsm modem. Unit passed all portions of diagnostic test (reference attached diagnostic test results). No additional complaint is required. Complaint of ¿pes will not power on¿ could not be replicated and determined to be inconclusive.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient smelled a burning smell coming from the patient electronics device. The unit was replaced and there were no adverse consequences to the patient.